Event description:
The facility indicated that the bed will not send a nurse call from the side rails.

Manufacturer narrative:
The facilities engineer found the utv pendant interface was unlocked. Engineering locked the pendant interface to repair the bed.